Event description:
The pt was categorized as high risk for endovascular repair of an abdominal aortic anerysm, partially due to the "paper-thin" aorta. After deployment of the zenith endovascular graft, and during the molding process of the graft to graft, and graft to vessel wall, using a non cook balloon catheter, the aneurysm ruptured. With the graft already in place, the aneurysm did not bleed as severely and the physician was able to convert the aaa repair to an open repair of the aneurysm. Zenith device was explanted.